Manufacturer narrative:
The insulin pump was received motor error alarms due to motor gearbox jammed. No buzzing sound noted during test. The insulin pump had scratched on display window noted during testing.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.